Event description:
During a procedure, the surgeon was implanting plate and screws when one of the plate holes would not allow the surgeon to lock the screw in place. The plate was removed and another plate was selected and used. Procedure was completed with no further problem, no harm to patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. The microscopic evaluation shows that two of nine threaded locking holes are damaged. The damaged threaded screw holes cannot be checked to manufacturing specification anymore. A functional test with a new 2.4mm locking head screw was performed on the intact threaded locking holes in the plate. The screw could be smoothly screwed in and then locked with 0.8 nm torque. The following unlocking and unscrewing did not cause any problems.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.